Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi flo microcatheter in a non-bsc catheter. Analysis of the hub, inner/outer shaft, and tip of the device included microscopic and visual inspection. Inspection revealed 9 cm of the renegade (tip and shaft) was protruding out from the tip of the 4f catheter and had numerous kinks and was damaged (stretched), and the outer shaft was separated 44cm from the strain relief (of the renegade) with the shaft stretched for 21cm (bother inner and outer shafts), with additional kinks on the proximal end of the renegade. Despite soaking, the renegade could not be removed from the other catheter.

Event description:
Reportable based on device analysis completed on 13sep2019. It was reported that device was stuck in catheter. A 135/20 renegade hi-flo catheter was selected for use. During procedure, resistance was noted and the device got stuck at the 4fr non-bsc contrast catheter lumen. Intermittent flushing was performed. The catheter surface was flushed and the carrier tube was hydrated prior to removal from carrier hoop. The procedure was completed with another of the same renegade and no resistance was felt. No patient complications were reported. However, device analysis revealed the outer shaft was separated 44cm from the strain relief.